Event description:
The end user facility contacted olympus to report when they tried to attach the scope to the hd autoclavable camera head, the camera head spins freely. There was no resistance, something was wrong with the coupler no patient or user harm has been reported. No procedural delays have been reported.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection, and the customer's reported problem has been confirmed. The coupler was spinning around freely due to a missing o-ring. The following additional findings were also identified during device evaluation: the connector tip was "smashed," there was noise on the image due to a faulty charged coupled device (ccd) and the leak test was failed due to a puncture on switch button three (3). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause of the malfunction reported by the customer was component failure, which is expected or random component failure without any design or manufacturing issue. Noting that it has been five years since this device's last preventative maintenance or repair, it's likely the user request occurred as a result of wear and tear. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. If additional information becomes available at a later date, this report will be supplemented.